Event description:
Unomedical reference number (B)(4). Event occurred in new zealand, on (B)(6) 2024 it was reported that the patient had reported an issue with one infusion set, specifically, the cannula was kinked. The incident was discovered on (B)(6) 2024 when the infusion set was removed for testing. The event date for the issue was (B)(6) 2024. The patient had noticed symptoms 3 or more hours after insertion. The infusion set had been in use for 2.5 days. The site of insertion had been the abdomen. The patient had regularly rotated site locations. The site area had not been impacted in any way. It was unknown whether the patient had confirmed the introducer needle was ahead of the cannula prior to insertion. The patient had resolved the issue by speaking to the medical team, inserting a new infusion set, and resuming insulin. The patient had reported a blood glucose level of 24mmol/l at the time of the incident. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.